Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50e; serial #: (B)(4); description: trial linear st lead, 50cm. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that during a trial procedure, the patient lost sensation in his legs. The trial was aborted, and the patient was able to walk and feel sensation in his legs. The physician did not believe that the event was device or procedure related.